Event description:
A smart control nitinol stent was taken out of the sterile pouch and it was noted that 5mm, distal of the stent, was prematurely deployed from the delivery system. The product was not clinically used. Another product was used to complete the procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No other issues were noted that were considered potentially related to the reported complaint. Additional info will be submitted upon 30 days of receipt.